Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, micro-tech (B)(4) co. Ltd., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. The customer reported that the device, dc0235w, was being used during a colonoscopy on (B)(6) 2020 when the deployment device lost a small piece of metal in the patient. The doctor chose not to retrieve the fragment of metal from the patient. There was no report of delay to the procedure and the procedure was completed successfully. The patient is reported as being in stable condition. This report is being raised on the basis of injury due to known fragment of deployment device being left in patient.